Event description:
It was reported difficult deflation was encountered following the first inflation during deployment of a stent in an undetermined location. During an attempt to remove the balloon catheter through the introducer sheath the balloon ruptured. The balloon catheter and introducer sheath were removed as a unit without any pt complications. Another unit was used to successfully complete the procedure and the pt's condition is good.